Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has noisy motor and error code 41622, unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be that the motor and camshaft gears were not aligned properly, causing the malfunction and error code to be triggered. The hub gear was cleaned and secured to the motor. The device passed all testing. A review of the service history found that a previous repair was completed on date 22-feb-2025 for motor service due. The issue was found to be related to the current complaint.